Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 10 weeks after the dental implant was placed in ada site 18, loss of integration was verified. The implant had been fully covered in bone. Clinician noted pain, mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 10 weeks after the dental implant was placed in ada site 18, loss of integration was verified. The implant had been fully covered in bone. Clinician noted pain, mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.